Manufacturer narrative:
The reported event of premature separation and ¿the tethers were misaligned¿ was confirmed. A complete catheter was returned in one piece with the valve bypass tool pushed over the protective sleeve. Visual inspection found the tether control knob in aligned position but found the tether bullets to be mis-aligned. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the event reported in the field. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) was released from the delivery catheter prematurely, and it was noted that the tethers on the catheter failed to align, which contributed to the event. The rvlp was left embolized in the inferior vena cava. The rvlp was retrieved and implanted eventually using an alternate delivery catheter near at hand. There were no patient consequences.